Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. The reporter stated that the pump battery life was not lasting as long as expected, and the pump was emitting replace battery alarms without emitting low battery warnings first. A replace battery alarm with code 128-fb88 was allegedly recorded in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/09/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/24/2014 with the following findings:a review of the black box indicated one replace battery alarm with code 128-fb88; however, no evidence of excessive battery usage was found. During a visual inspection of the pump, the battery compartment was observed to be intact with no damage or evidence of moisture ingress. The battery cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress or intermittent contact was found.